Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle stopper was found "slanted" prior to use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: letter received reporting product complaint. Consumer is reporting issues with syringes. Reported, prior to injection, when needle shield is removed, needle is missing. Reported, needle hub separated once needle shield is removed. Reported, stopper is "slanted" prior to use. Reported, plunger cap is broken.